Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and began treatment with ceftriaxone and heparin sodium (doses, routes, frequencies and durations were not reported). At the time of this report, the patient was still in the hospital and was not yet recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.